Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported 'air in line' which was duplicated during evaluation by troubleshooting the device. Air in line messages were verified through a review of the event history log and found during a visual inspection to be caused by a detached ultrasonic sensor teflon tape. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.